Manufacturer narrative:
A.1.-a.5. There was no patient involvement. H11: sorin group italy manufactures the xtra procedure set bx/225. The incident occurred in lubbock, texas. Through follow-up communication, livanova learned that the perfusionist standing beside the xtra was contaminated with the blood that was escaping. The bowl came apart in the centrifuge when spinning and blood shot out all open sides of the machine. Small cracks were generated in the xtra cover. In addition, a picture showing the bottom plate of the broken bowl laying on the centrifuge housing of the machine was received. The print-out was not provided, so there is no possibility to trace the bowl burst to the specific processing cycle nor to analyze the list of warnings/alarms that popped up before the event. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Sorin group italy received a report that the upper portion of an xtra bowl coming separated from the bottom portion that sits in the centrifuge well and as a consequence there was a significant amount of fluid loss. Blood leaked out the bowl and centrifuge and the user was contaminated. The issue occurred during procedure. The bowl plate was left in the centrifuge well and the customer had to use a screwdriver to pry the disposable base from the centrifuge. There was no patient injury.

Manufacturer narrative:
Analysis of the livanova complaints database identified no other analogue issue notified for the batch concerned from the market, neither similar events concerning trend has been identified. According to the review of similar events, the leakage instances from the bottom region of the bowl were traced back to an unexpected internal bowl pressure increase phenomenon possibly triggered by multiple factors such as: - accidental waste line occlusion by user - operating error during waste bag emptying/replacement - clot formation inside the bowl clogging the outlet blood flow path, due to peculiar blood conditions (prone to clot) or inadequate anticoagulant dosage. - centering issue of xtra bowl arm or stuck centrifuge bearings (temporary equipment failure) leading to an out-of axis bowl rotation taking into account the limited data currently available, however, the specific root cause of the bowl breakage event could not be determined. The risk is in the acceptable region. No specific action was currently deemed necessary. Livanova will keep monitoring the market.

Event description:
See initial report.